Event description:
It was reported that the pt treated with a medtronic standard evd catheter developed an eosinophilia (cbs results). A csf sample also demonstrated the presence of eosinophils. When the pt was converted to bactiseal evd, the eosinopil counts worsened in both blood and csf. It is suspected that the pt may be sensitive to the catheter.